Manufacturer narrative:
(B)(4). Event evaluation: the complaint device was returned in used and damaged condition. The visual examination confirmed the sheath material separated from the hub, with the flare remaining between the cap and adaptor. Based on the information provided, it is possible the device met with resistance beyond its recommended strength. We can advise the line of flexor introducers exceeds iso standard 11070 requirements. It should also be noted in the labeling that we recommend all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We will continue to monitor for similar complaints.

Event description:
The sheath separated at the hub. A portion of it had to be removed from the patient.